Event description:
Prior to deployment, the device was determined to be correctly positioned 20mm below renals. However, it appears that the clinician moved the device when ensuring that it was secure because repeat angios (post deployment) indicated that the device was above the renals. This pt was converted to an open procedure, which took approximately 4 hours. Removal of the device required "some pressure"; however, upon inspection it was intact. Pt is stable and improving.